Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Four devices were returned for repair/evaluation. The product analysis indicates that the loops were broken right after the laser welds. Two of the four fragments were returned. The other two were recovered and were not in contact with the patient. No material or manufacturing defect was found. The cause of the breaks could not be determined. The breaks may be a result of excessive effort during use. (B)(4).

Event description:
It was reported that four loop instruments broke after their first use. Follow-up information indicates that each device was used in separate cases. The dates of each case are not known. This regulatory report is being submitted for lot 131001. The remaining loops will be submitted on three separate regulatory reports [(B)(4). The remaining regulatory report number was not available at the time of submission.]. There was no injury reported as a result of each event.